Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that a low power alarm occurred at 5:33 am, followed by a shutdown alarm at 6:04 am. Reportedly customer did not acknowledge the alarms until 11:47 am as customer was unaware of the alarms. Pump battery was at 25% power the previous night, and customer charged the battery to 50% before bed. Customer indicated that battery is charged on a weekly basis. Customer's blood glucose level was impacted.